Event description:
Patient was receiving crrt through an ECMO circuit. While delivering treatment, the crrt machine flashed an alarm to adjust the deareation chamber. Within appox 10 secs and before staff could address the alarm the screen went black and a high pitched alarm sounded. The on/off and silence buttons were both flashing. The crrt machine was immediately disconnected from the ECMO to prevent air from going into the ECMO circuit as they visualized air in the crrt line. Dialysis was delayed for the patient as they had to wait for another machine. No harm to the patient was identified. Staff reported on 11/25 a similar instance occurred while a patient was receiving crrt only. They could not identify which crrt machine was involved in this instance. Reference report: mw5149309.